Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a no disposable alarm. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) sensor was scratched. Review of the event history log showed a significant number of downstream occlusion alarms. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing was performed, and the device sensor was idling at 0mv. The dso sensor was replaced to resolve this issue.